Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side breast began to inflame and it started to feel a little hard. The physician recommended massages. An ultrasound was performed and liquid was observed and rupture is probable. Patient was prescribed alin dexametasone, antibiotic, and anti-inflammatory. The breast is too big, deformed, and hard; the surgeon affirms this is related to a rupture. The pain is too strong and all the way to the patient's back. The device remains implanted.